Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during attempted implant of a leadless implantable pulse generator (ipg) implantation was initially attempted via the femoral approach. The leadless ipg exhibited high thresholds. As the introducer became softened and placement via the femoral access became difficult, the approach was changed to the jugular vein using a new introducer. After the implantation site via the jugular approach was determined, the deployment button on the delivery system was pulled when attempting to deploy the leadless ipg; however, although the button could be pulled back, the device cup stopped midway along the device body and full deployment could not be achieved. The system was removed from the body, the tether lock was released, and it was confirmed that the device detached from the recapture cone without issue. Re-implantation was then attempted; however, the same situation occurred. The same procedure was repeated twice, but no improvement was observed. The leadless ipg wa attempted/not used and replaced. No patient complications have been reported as a result of this event.